Event description:
On (B)(6) 2008, customer reported smoke coming from the coulter maxm w/autoloader. There was also a leak within the system. There was no exposure of the operators to the leak. There was no fire or arcing associated with this event. The fire dept was not called. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The maxm is listed by (B)(4) to the following standards: (B)(4). The field svc engineer determined that there was an on-going leak in the sys. The leak cause corrosion on a connector. The corrosion caused a melted cable and solenoid, which then caused the diluter interface card to smoke. The root cause was identified as failure to maintain the instrument. The instrument was maintained by the hosp bio-medical dept. Tubing was not replaced during regular preventative maintenance. The tubing cracked, creating the leak. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.